Event description:
The user facility reported that the hose on the water line of the reliance endoscope processing unit disconnected and was leaking onto nearby flooring. No injuries were reported to staff or hospital patients.

Manufacturer narrative:
A steris service technician inspected the unit and found the found the water inlet hose on the temperature balancer had disconnected due to the clamp not being properly tightened, causing water to leak onto nearby flooring. The technician found the light balas, front control membrane, printer, printer cable and leak test unit were damaged due to the water leakage. The technician replaced the damaged parts, properly secured the hose clamps and returned the unit to service; no further issues have been reported with the equipment. The technician subject of this event has received re-training regarding the proper method for tightening hose clamps and securing water inlet lines on the processor.